Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) came to the clinic after hearing the device emit tones. When the device was interrogated, a fault code was displayed along with the message that the voltage was too low for the projected remaining capacity. The estimated remaining longevity was 9.5 years. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to further assistance. A ts consultant discussed that this fault indicates that something is causing the device battery to deplete prematurely and suggested that a memory download could be performed and sent in for further evaluation of the current battery drain. The ts consultant also explained that although there is currently therapy available, it cannot be guaranteed and device replacement should be considered as soon as possible. No adverse patient effects were reported.

Manufacturer narrative:
Currently this ICD remains implanted and in service but a replacement procedure has been scheduled. Once any additional information does become available, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Additional information was received that this ICD was successfully replaced. No additional adverse patient effects were reported. The product is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--